Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: during testing, the returned pump was locked and unlocked without difficulty. All the pump¿s buttons responded to user presses appropriately. The pump powered on with normal auditory and vibration alerts. During visual inspection of the pump, it was observed that there was no physical damage to the pump. The investigation was unable to verify or duplicate the initial complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a other (unusual issue) issue. It was reported that the user was not able to unlock the pump at this time but the pump was previously able to "lock and unlock all the time so this was unusual". There was no allegation of an adverse event with this complaint. This complaint is being reported because the issue could impact the user's ability to deliver a bolus.